Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the fenestrated bipolar forceps instrument caught fire in the field. The procedure was completed with a back-up instrument and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgeon was using the monopolar curved scissors (mcs) instrument near the fenestrated bipolar forceps (fbf) instrument that was holding the tissue. A flash and spark with flame occurred for less than a second. It was believed that two instruments were close enough to make a contact while being energized. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the fenestrated bipolar forceps instrument to have thermal damage on the bipolar yaw pulley. No damage was found to the conductor wire. The instrument passed the electrical continuity test.